Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The patient¿s blood glucose level was 294 mg/dl and over 300 mg/dl at the time of the incident and was treated with bolus. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
The initial report had the missing information. The information has been provided with this report.

Event description:
It was reported that customer also used manual injection to treat high blood glucose level.

Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. However, hardware low level failures error confirmed in the device history due broken trace on keypad assembly.